Event description:
It was reported the pt had worsening spasticity and an enlarged lumbar pseudomeningocele due to an efflux of cerebrospinal fluid during surgery. The hcp indicated the possibility of a kink within the system, but it was unclear if there was a leak at the lumbar site. The catheter was replaced. No other complications were recorded in the pt's medical record. The pt recovered without sequela.